Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood and tissue. X-ray inspection found over-torquing of the inner coil consistent with procedural damage. After cleaning, the helix can extend and retract by applying torque directly at the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of the helix not working properly was confirmed, and the cause was isolated to the helix being clogged with blood and tissue, and the overtorque of the inner coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the helix was not working properly. A new lead was used to resolve the event and the patient was stable with no consequences.